Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to alleged liner wear. It was further reported, the modular head wore through the liner and articulated against the acetabular cup. A delay of over an hour occurred during the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; date implanted - sometime in 1991; PMA/510(k) number - unknown; manufacture date ¿ unknown.